Manufacturer narrative:
(B)(4). Concomitant medical products: p/n 163662 name: 28mm mod hd std neck tp1 taper l/n: 947390. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event please see assiciated reports: 0001825034-2017-03200.

Event description:
It was reported that a patient was revised due to left hip pain in the buttocks and trochanter. There is no evidence of infection. Radiographic evidence of poly wear, and osteolysis, and taper corrosion. The head and liner were revised.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed as part number / lot number of device involved in the incident is unknown. Device history record review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.